Event description:
In 2005, a gore excluder aaa endoprosthesis was implanted to repair an aneurysm. It was reported that the patient's aneurysmal sac has increased in size, there is no indication of an endoleak, and the patient refuses further treatment. Further investigation is pending.